Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance in the left ventricular lead. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of blood clotted inside the lumen and wire was unable to pass were confirmed. Final analysis found that as received a complete lead without a guidewire was returned in one piece. The s-curve hump height was measured within specification. Analysis found the guidewire could not be inserted inside the lead due to dried blood/tissue found clogged in the inner coil. The cause of the reported event of wire was unable to pass through the lead was isolated to the inner coil clogged with dried blood/tissue. Visual inspection of the lead did not find any anomalies except for procedural damage.